Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) therapy. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) delivery. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Upon further review, it was determined that this right ventricular (rv) defibrillation lead did not exhibited pacing inhibition.

Manufacturer narrative:
Correction to b5, h6: coding and event description updated to indicate there was no allegation of pacing inhibition. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.